Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open pneumonectomy, a very sudden and severe hemorrhagic shock happened to the patient due to staple line release in the left upper pulmonary vein. Patient's hospital stay was extended and the patient had to be opened up again to stop the bleeding. This event affected patient's mobility.